Event description:
It was reported that: the pt was anesthetized for a push endoscopy procedure. During anesthesia a positive-end expiratory pressure valve was incorrectly installed on the inspiratory side of the breating circuit blocking flow. A tracheotomy was performed and jet ventilation was applied. There was intra-operative cardiac arrest, the pt was resuscitated but had sustained anoxic encephalopathy and died.

Manufacturer narrative:
This report updates co's previous submission and contains only user facility info extracted from north american drager's medwatch submission report MFR# 2517967-1997-00002, which addresses the same adverse event.